Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# v009652, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-33, lot# v028485, implanted: (B)(6) 2007, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 377875, lot# j0555562v, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-33, lot# v009652, implanted: (B)(6) 2007, product type: lead. Product ID: 3487a-33, lot# v028485, implanted: (B)(6) 2007, product type: lead. Product ID: 377875, lot# j0555562v, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
The consumer reported a loss of stimulation. There could have been a fall related to this issue. A change in therapy gradually occurred across the lower back along with the fall. The patient thought the lead shifted. Four years prior to the report, the patient fell down the basement steps and noted she was pretty active and drove a speedboat. She stated all kinds of stupid things like the aforementioned could have moved it. Since about three months prior to the report, the patient gradually realized the battery was not working like it should. It was noted the battery was not always working, but it did not always work the way it should. At the time of the report, it was on and there was pain across the whole lower side of the patient's back, but it was only going on the right side. Relevant medical history included radicular pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.